Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A coil, pusher wire and introducer sheath were returned for this complaint. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and it was returned stretched. The coil was returned stretched and kinked. The pusher wire was inspected and it was found kinked. No more damages were found in the returned device. Microscopic inspection of the pusherwire was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and it was found detached. The detached part was not returned. Dimensional inspection of the pusher wire that could be measured were performed and were within specifications. Dimensional inspection of the main coil was performed and revealed that the outer diameter (od) of the zap tip and primary coil were within specification. However, there were lacking no. If fiber bundles.

Event description:
Reportable based on device analysis completed on 05may2020. It was reported that there was resistance in pushing the coil and got stuck on the sheath. The target lesion was located in the splenic vein. A 5mmx15cm interlock was selected for use. Upon introduction, resistance was noted upon pushing the coil from its sheath into the imager catheter after flushing. Subsequently, the coil stuck in its sheath and could not be delivered into the catheter. The device was then removed, and the procedure was continued using another device of the same size. No complications reported and the patient is stable. However, device analysis revealed interlocking arm detached and missing fiber bundles.